Event description:
It was reported the dib00 model intraocular lens (iol) was wasted and not implanted and procedure became a vitrectomy. Additional information was received stating the surgeon placed the iol in the patient¿s ocular dexter (right eye), noticed vitreous, and then removed the iol. Vitrectomy was performed. It was confirmed the iol was not stuck in the cartridge. Patient status post-procedure is unknown. No further information is available.

Manufacturer narrative:
Additional information: section a-4 patient weight: 87 was provided however it is unknown if weight measurement provided is kilograms or pounds. Section a-5 patient ethnicity and race: unknown/asked information unavailable. Section d-6a date implanted: not applicable as the iol was removed during the initial procedure. Section d-6b date explanted: not applicable as the iol was removed during the initial procedure, therefore not explanted. Section h3-81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes. Section d-9: device date returned to manufacturer: 05-mar-2024. Section h-3: device evaluated by manufacturer: yes. Device evaluation: the complaint simplicity was received inside the original folding carton. The complaint simplicity was visually inspected under magnification and revealed that the handpiece was fully advanced with slight damage to the plunger rod tip. The damage is consistent with damage that can occur during shipping. No damage to the cartridge, lens module, or handpiece was observed. No issues that could cause or contribute to the complaint issue was observed. No lens was received for evaluation. Complaint issues "unplanned vitrectomy", "removal", and "unspecified injury" were not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: based on the complaint investigation results, the product was released within specifications and the reported complaint issues could not be confirmed. No product deficiency or product malfunction was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.